Event description:
The physician was treating a lesion in the proximal ramus with an integrity rapid exchange (rx) coronary stent. Resistance was enco untered during the attempted delivery and upon removal it was noted that the distal tip and stent segments were damaged. Another integrity rx was then used to the treat the lesion. There was no issues noted during prep/inspection prior to use. The lesion had been pre-dilated. There was no patient injury reported.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation), related to operational context (no abnormalities were noted during preparation and inspection of the device prior to use), (device not received). Conclusion results, operational context contributed to event (no abnormalities were noted during preparation and inspection of the device prior to use). (B)(4).